Event description:
The procedure was atherectomy of a fem-tibial graft. After the device was removed the second time, it appeared as though there was plastic coming from the device. A second device was then opened. Based on the returned device investigation on (B)(6) 2013, we became aware that a 3.5cm translucent polymer ribbon was received not consistent with a part of the turbohawk. The ribbon was approximately 1mm wide and was tapered on each end. There were witness marks (cross-stripes) that would correspond to the ptfe liner of the guide sheath. It could not determined if the entire sheath lining was accounted for.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.